Event description:
It was reported that during manifold test, the cardiosave intra-aortic balloon pump (iabp) safety disk failed during membrane test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Revision to b5: event occurred during pm. Updated fields: b4, b5, d9 (return to manufacture date), e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d9(device available for eval), h3, g2. It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) safety disk failed the membrane leak test. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and he was able to confirm safety disk fails membrane leak test. Fse replaced (0202-00-0140) safety disk with disk from a new pim. Passes leak tests. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The nrc verified the failure of the safety disk failure of the membrane differential pressure with the results of 7 mmhg. Factory specification is +/- 6mmhg. Sending the safety disk to sustaining engineering for failure analysis per procedure rev aj. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during routine check the manifold test, the cardiosave intra-aortic balloon pump (iabp) safety disk failed during membrane test. There was no patient involvement, and no adverse event reported.